Event description:
It was reported that during the implant attempt, the guidewire was inserted into the lead, and resistance was noted on the proximal end. When attempting to place the lead in the coronary sinus, the guidewire was witnessed to 'poke' through the lead. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The inner insulation was perforated (stylet/guidewire), and blood/body fluid was found on the distal conductor (not obstructed). The lead was damaged at implant.